Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse concluded that the cause for the discordant gastrin results cannot be determined. The instrument is performed within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2000 gastrin (gas) result was obtained on one (1) patient sample. The discordant result was not reported to the physician. The laboratory repeated the test and the repeat results were reported. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant gastrin result.